Event description:
While it was previously reported the event date/date of death was (B)(6) 2007, additional conflicting information received reported the date of death was (B)(6) 2006.

Event description:
Attempts to contact patient for follow-up by healthcare provider revealed patient had died two years before. The cause of death was not provided; it was reported as unrelated to implant system. The medication in the pump was morphine sulfate.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found no significant anomaly; s1 normal battery depletion was seen. Analysis of the catheter found no significant anomaly; the catheter body was found to have dried drug or blood occlusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.